Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and tooth disorder ('dental probs/dental problems') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included cholecystectomy, cholecystitis, cholesterolosis nos, left lower quadrant pain, ovarian cyst, kidney stone, dysfunctional uterine bleeding, ovarian cyst, multiple allergies, hypertension, depression and cholecystectomy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder (seriousness criterion medically significant). In 2008, the patient experienced pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine/headache") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcers"). In (B)(6) 2008, the patient experienced weight fluctuation ("weight fluctuation"). In (B)(6) 2009, the patient experienced genital haemorrhage ("general abnormal bleeding/bleeding/abnormal bleeding general") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: other"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (oophorectomy (partial), hysterectomy (partial), salpingectomy (bilateral)] and tooth removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, tooth disorder, hypersensitivity, alopecia, migraine, gastrointestinal ulcer and weight fluctuation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal ulcer, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient had received treatment for general abnormal bleeding, perforation: uterus, hair loss, migraine, headaches, dental probs, gi conditions and not for dyspareunia (painful sexual intercourse), pelvic/abdominal pain and allergy. Current weight 170 lbs as per mr, discrepancy noted in date of insertion: (B)(6) 2008. There were two coils seen in the intrauterine cavity. Photo was taken. The exact procedure was carried out on the right fallopian tube without difficulty and again good placement again with two to three coils seen on the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information, medical history, auto narrative supplement were added. Rcc was updated. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and tooth disorder ('dental probs/dental problems') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included cholecystectomy, cholecystitis, cholesterolosis nos, left lower quadrant pain, ovarian cyst, kidney stone, dysfunctional uterine bleeding, ovarian cyst, multiple allergies, hypertension, depression, cholecystectomy, cervicitis and endometriosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder (seriousness criterion medically significant). In 2008, the patient experienced pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine/headache") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcers"). In (B)(6) 2008, the patient experienced weight fluctuation ("weight fluctuation"). In (B)(6) 2009, the patient experienced genital haemorrhage ("general abnormal bleeding/bleeding/abnormal bleeding general") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: other"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (oophorectomy (partial), hysterectomy (partial), salpingectomy (bilateral)] and tooth removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, tooth disorder, hypersensitivity, alopecia, migraine, gastrointestinal ulcer and weight fluctuation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal ulcer, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient had received treatment for general abnormal bleeding, perforation: uterus, hair loss, migraine, headaches, dental probs, gi conditions and not for dyspareunia (painful sexual intercourse), pelvic/abdominal pain and allergy. Current weight 170 lbs as per mr, discrepancy noted in date of insertion: (B)(6) 2008. There were two coils seen in the intrauterine cavity. Photo was taken. The exact procedure was carried out on the right fallopian tube without difficulty and again good placement again with two to three coils seen on the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2021: mr received. Reporter information ,other relevant history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding/bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy: other"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental probs") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (oophorectomy (partial), hysterectomy (partial), salpingectomy (bilateral)]). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hypersensitivity, alopecia, migraine, headache, tooth disorder and gastrointestinal disorder outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, migraine, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: patient had received treatment for general abnormal bleeding, perforation: uterus, hair loss, migraine, headaches, dental probs, gi conditions and not for dyspareunia (painful sexual intercourse), pelvic/abdominal pain and allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated previously reported event injury to herself replaced by new events dyspareunia (painful sexual intercourse), pain- pelvic/abdominal pain, general abnormal bleeding, perforation: uterus, hair loss, migraine, headaches, dental probs, gi conditions and essure confirmation test(s) not conducted. Outcome for the events dyspareunia (painful sexual intercourse), pain- pelvic/abdominal pain and general abnormal bleeding updated to recovered / resolved. Reporter information, product indication, insertion and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), genital haemorrhage ('general abnormal bleeding/bleeding/abnormal bleeding general') and tooth disorder ('dental probs/dental problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included cholecystectomy, cholecystitis, cholesterolosis nos, left lower quadrant pain, ovarian cyst, kidney stone, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder (seriousness criterion medically significant). In 2008, the patient experienced pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine headache") and gastrointestinal ulcer ("gastrointestinal ulcer"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: other"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (oophorectomy (partial), hysterectomy (partial), salpingectomy (bilateral)] and tooth removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, tooth disorder, hypersensitivity, alopecia, migraine, gastrointestinal disorder and gastrointestinal ulcer outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, gastrointestinal ulcer, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for general abnormal bleeding, perforation: uterus, hair loss, migraine, headaches, dental probs, gi conditions and not for dyspareunia (painful sexual intercourse), pelvic/abdominal pain and allergy. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Events per pfs: vaginal bleeding, menorrhagia, dysmenorrhea and gastrointestinal ulcer were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and tooth disorder ('dental probs/dental problems') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included cholecystectomy, cholecystitis, cholesterolosis nos, left lower quadrant pain, ovarian cyst, kidney stone, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder (seriousness criterion medically significant). In 2008, the patient experienced pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine/headache") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcers"). In (B)(6) 2008, the patient experienced weight fluctuation ("weight fluctuation"). In (B)(6) 2009, the patient experienced genital haemorrhage ("general abnormal bleeding/bleeding/abnormal bleeding general") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: other"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (oophorectomy (partial), hysterectomy (partial), salpingectomy (bilateral)] and tooth removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, tooth disorder, hypersensitivity, alopecia, migraine, gastrointestinal ulcer and weight fluctuation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal ulcer, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient had received treatment for general abnormal bleeding, perforation: uterus, hair loss, migraine, headaches, dental probs, gi conditions and not for dyspareunia (painful sexual intercourse), pelvic/abdominal pain and allergy. Current weight 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and tooth disorder ('dental probs/dental problems') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included cholecystectomy, cholecystitis, cholesterolosis nos, left lower quadrant pain, ovarian cyst, kidney stone, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder (seriousness criterion medically significant). In 2008, the patient experienced pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine/headache") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcers"). In (B)(6) 2008, the patient experienced weight fluctuation ("weight fluctuation"). In (B)(6) 2009, the patient experienced genital haemorrhage ("general abnormal bleeding/bleeding/abnormal bleeding general") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: other"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (oophorectomy (partial), hysterectomy (partial), salpingectomy (bilateral)] and tooth removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, tooth disorder, hypersensitivity, alopecia, migraine, gastrointestinal ulcer and weight fluctuation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal ulcer, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient had received treatment for general abnormal bleeding, perforation: uterus, hair loss, migraine, headaches, dental probs, gi conditions and not for dyspareunia (painful sexual intercourse), pelvic/abdominal pain and allergy. Current weight 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: plaintiff fact sheet received. Event" weight fluctuation" was added. Event" genital bleeding" was updated to non serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.